Event description:
It was reported that the tip of a recanalization catheter detached during activation in the anterior tibial artery. The detached tip was successfully retrieved with a snare and another recanalization catheter was used to complete the procedure without incident. There was no report of pt injury.

Manufacturer narrative:
A mfg review was conducted and there was nothing found to indicate that there was a mfg-related cause for this reported event. The lot met all release criteria. The investigation is currently underway.